Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. No physical evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. However, evaluation of the photo provided by the facility showed that the tool had perforated the foot plate. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. This device has been in use for over 95 months with no record of factory service during this period. We will continue to monitor this complaint type for trends.

Event description:
It was reported that the tool perforated the foot of the attachment during a craniotomy. A photograph was provided. No patient impact was reported. On follow up it was confirmed there was no patient or staff impact. The event date was provided. It was confirmed the perforation occurred during the procedure. There were no additional or non-routine actions taken as a result of the damage. A new attachment was used to complete the procedure. It was also reported that the patients¿ current status was described as recovering and fine. On additional follow up, it was reported that the tool used during the procedure was reused. However no further information on the tool was provided. The physician name and patient information was provided.

Manufacturer narrative:
Report confirmed. Evaluation determined that a portion of the foot of the attachment was perforated by tool contact.